Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer continued to use the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.